Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73f1700497 investigations did not show issues related to the complaint. The device has not been returned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor tried to clip the hem-o-lok and all the tips broke off about 7 clips from the 2 cartridges. The broken pieces were removed from the patient.